Manufacturer narrative:
The malfunctioning device was returned to vygon for evaluation and investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.

Event description:
Tubing severed mdline.

Manufacturer narrative:
Ams-531-2 product was received for evaluation in a biohazard bag coiled. Visual evaluation showed the tubing contained a yellow strip. The tubing was roughly cut in the middle or the extension set. It was held together by the yellow strip. Edges of the cut tubing were rough and jagged . Root cause: replication of the reported condition may occur if the tubing is cut by the user or if the tubing is pinched against a sharp edge or catches on a sharp edge. The slide clamp was reviewed and there were no sharp edges (flash) observed; therefore, the cause of the tubing break is unknown. A review both lot history records was performed, and no discrepancies were found. Two hundred (200) samples per lot were pulled and visually inspected during pack out inspection per qc procedure qa0003. One hundred and sixteen (116) samples per lot were pulled and tested for leak and occlusion per qa0006 and thirteen (1)3 samples per lot were tested for bond strength per qa0008. There were no discrepancies identified in the aql inspection. Additionally, all products are visually inspecting as part of the pack out procedure as-0010. Trending: a two-year review of complaints showed no additional complaints on the ams-531-2. Corrective and preventive action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective and preventive action will be initiated at this time. Vygon will continue to monitor this issue.

Event description:
Tubing severed mdline.